Event description:
It was reported the patient was currently at the hospital for uncontrollable pain and had an EKG on (B)(6) 2013 that ¿shocked them.¿ it was stated the patient felt like the stimulator was not working at all. It was reported the patient was intubated when they arrived at the hospital for pain. It was stated the stimulator was ¿acting weird¿ and the patient was feeling ¿sharp burning spikes of pain where they normally felt stimulation.¿ additional information has been requested, but was not available as of the date of this report. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(6), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37744, serial # (B)(6), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the cause of the uncontrolled pain was not related to the implanted device. It was noted that the patient was interrogated on (B)(6)-2013 by a manufacturing representative and it was found to be working properly. No malfunctions were noted. It was noted that the patient was admitted for pain control on (B)(6)-2013. It was noted that the patient was discharged to their home on usual pain medication regimen and a follow up appointment with his pain physician.